Manufacturer narrative:
One used partial. List (B)(6), 13" smallbore quadfuse ext set w/3 microclave® (glow, 2 red rings), 0.2 micron filter, 4 clamps, rotating luer; lot #13605717 was returned for investigation. The filter and distal tubing were the only parts of the device received, and the separated tube was not provided. Two photos were also provided for evaluation. No additional damage or abnormally were observed. No mating device was returned. There was no solvent observed in the filter. The complaint of separation can be confirmed based on the returned filter and the photos provided by the customer. The probable cause was due to insufficient solvent applied in the tube during the manual assembly process in manufacturing.

Event description:
The event involved a 13" smallbore quadfuse ext set w/3 microclave® (glow, 2 red rings), 0.2 micron filter, 4 clamps, rotating luer from which the filter had been pulled apart. The customer stated that, when a filter disconnects, the line and filter lay in an open bed for just a few minutes. A few minutes is all is needed to introduce a life-threatening infection to a premature or term neonate because their immune systems are very underdeveloped. When this happens, this facility's nurses completely stop the fluids and also change out the lines. Each of the patients has to receive a full sepsis lab work-up and if the patient starts showing sign of illness, then antibiotics would need to be started. The customer stated that this can be very dangerous for the patient and also concerning for families/others involved in the patient's care. There was no report of specific actual human harm to any patient in this complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.